Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 3006705815-2019-03595. Related manufacturer report 1627487-2019-10614. It was reported that the device system was explanted due to an unknown reason. The reason for the explant is unknown. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 3006705815-2019-03595.related manufacturer report 1627487-2019-10614.